Event description:
Had 1/2 vial of sculptra injected in jaw line. I have had ongoing facial pain since. I developed delayed skin discoloration at injection site, raised areas and granulomas throughout lower face. I was injected at (B)(6). Dates of use: 14 months.